Manufacturer narrative:
Buffer reagent not returned. Review of msds indicated no expected irritant effect when following instructionsthe material safety data sheet (msds) for the architect concentrated wash buffer confirmed that the product contains a low concentration of sodium azide. Contact of the architect wash buffer with the eyes or skin is not expected to cause any irritant effect, however, as a precautionary measure rinsing well with water is recommended. Regulatory information contained in both the material safety data sheet and product label instruct the user not to breathe gas/fumes/vapour/spray from this product and to wear suitable protective clothing and eye/face protection.the customer was referred to the material safety data sheet (msds) for the architect concentration wash buffer.a review of our complaint log revealed no adverse trend for this list number or the issue under investigation. No product deficiency was identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect wash buffer reagent is causing allergic reactions when reconstituting the buffer washer. When the technicians handle the buffer reagent without gloves, they experience issues with irritation of the skin, eyes and face (redness, skin blotches),as well as difficulty breathing, due to emanations from the buffer. This issue has existed since 2006, but the account did not indicate this until now. The account resolved the issue by handling the buffer with gloves and protective eyewear.